Event description:
Per the original reporter in medsun report #: (B)(4), it was reported that the, "g-tube dislodged. Upon further examination, balloon had a hole in it and was deflated".

Manufacturer narrative:
This report is a response to medsun report (B)(4) which was received by amt from the FDA on 12/09/2025. The complaint was originally reported to amt on 10/22/2025 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The reporter indicated that the device referenced in the report is not available for return. Since the device was not returned, a visual and functional evaluation could not be performed, and device failure cannot be confirmed at this time. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaints from other users regarding tears or ruptures from this same batch. The complaint information has been logged into our complaint database for trending purposes. Complaint (B)(4) was assigned to this report for internal trending.